Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days after a laparoscopic sigmoidectomy, there was a post-operative bleeding on the bowel anastomosis. Stopped deep venous thrombosis and bleeding eventually stopped.